Event description:
Reporter indicated that during lead test at office visit, dc-dc code 7 and limit was obtained. The patient claimed to still feel stimulation. Patient's last visit was in august 2001 where lead test resulted in dc-dc code 1. High lead impedance reading indicates possible lead break. Further investigation revealed that lead was replaced.